Event description:
It was reported that during routine pocket revision the pulse generator exhibited no output when programmed to ventricular asynchronous pacing mode.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.